Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The service repair technician (srt) performed functional test and observed the motor did not operate. The srt replaced motor assembly and performed verification/release testing. The unit operated to manufacturer specifications and will be returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during the use of the device for a non-clinical activity, the sternal saw motor was not working at all. There was no patient involvement.